Event description:
Nellcor puritan bennett received a report where it was claimed that the balloon on an unspecified model tracheostomy tube herniated while in use on a pt. The report states that the pt was involved in a motor accident and was being treated for brain trauma, internal injuries, bilateral pneumothoraces and multiple fractures. The report states that the pt required multiple surgeries and placement of a tube. The report claims that the pt began losing tidal volume. The report states that the pt was assessed and the "trach tube balloon appeared eroded." The report states the tube was removed and the pt had to be orally intubated. The report claims that visual inspection of the removed tube revealed that the balloon appeared elongated and herniated. No further info was provided.

Manufacturer narrative:
Investigation of this report is currently in progress. The device associated to this report is unk. Nellcor is attempting to collect further details related to this report.